Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the probe actuation failed during a procedure. The condition of aspiration is unknown. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. One opened probe was received with a tip protector, in a pouch. The returned sample was visually inspected and found conforming. The probe was then functionally tested for actuation, aspiration and cut. The probe was found conforming for aspiration and was non-conforming for actuation and cut. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Probe needle was not bent, however, inner cutter is slightly bent. No wear marks were observed at the bend area of the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle and shell) was removed the probe was able to actuate. The complaint evaluation confirms the probe sample had an actuation issue. The evaluation also indicated that the sample had a cut issue. The most likely root cause for the poor cutting and actuation is the observed damage (bend) to the inner cutter of the probe. A damaged/bent inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became bent cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the probe sample was able to actuate once the observed interference was removed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).